Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 stent delivery system (sds) noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the sds and the analysis revealed a pinhole in the distal taper of the balloon, confirming the reported compliant. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. In this case, there was no report of any leaks noted during preparation for use and the balloon was successfully pressurized twice without incident, suggesting that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately calcified and likely contributed to the reported complaint. The scanning electron microscopy (sem) lab analysis indicated a leak in the distal taper with mechanical damage on the outer surface and at the leak edge. The sem report determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. It is likely that the balloon interacted with the calcified lesion upon inflation attempts such that the balloon material became damaged (scratched) and ultimately ruptured during the third inflation. Based on the information provided and the analysis of the returned product, the reported complaint appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: everest. Guide cath: xb 3.5 6f. Sheath: 6 f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that after pre-dilatation of the lesion, an attempt was being made to stent the moderately calcified, left main (lm) ostial lesion to the distal lm with the 4.0 x 23 mm multi-link 8 stent; however, the stent delivery system balloon ruptured during the third inflation, during stent deployment at 12 atmospheres. The stent was fully deployed and post-dilatation was performed per normal procedure. There was no resistance reported during advancement or retraction of the device from the lesion. There was no clinically significant delay in procedure or adverse patient effects reported. No additional information was provided.